Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 31mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. The patient was in sinus rhythm. The patient's activated clotting time (act) levels was 269 sec. Transseptal puncture was inferior posterior. During the procedure the delivery sheath was in the left atrium during transition from intracardiac echocardiography (ice) to transesophageal echocardiography (tee). Chest compressions were performed. The patient presented with a pericardial effusion. The patient underwent cardiac surgery to treat the pericardial effusion. The user believed the chest compressions caused the pericardial effusion. The patient status was unknown.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported pericardial effusion could not be conclusively determined. It is possible chest compressions while the amulet steerable sheath was inside the patient contributed to the pericardial effusion; however, this could not be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as chest compression was administered. The reported surgical intervention was a result case-specific circumstances as the patient underwent cardiac surgery to treat the pericardial effusion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.